Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was found to be stretched out of specification and flattened at the distal tip. During fluid path test, the fluid was observed coming out through a tear on the exposed portion of soft cannula . It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 390 mg/dl, while wearing the pod on the abdomen between 4 and 24 hours. Corrections were administered using the pod but the bg levels did not decrease. A new pod was applied to treat the hyperglycemia.